Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy w/bso. It was reported that following insertion patient experienced extrusion, infection, urinary/bowel problems, recurrence and vaginal scarring. It was reported that the patient underwent excision of previously placed mesh, urethrolysis and placement of pinnacle mesh (boston scientific) on (B)(6) 2008 due to urinary retention, cystocele and mesh rolled into scar tissue. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.